Event description:
It was reported by the user facility to terumo cardiovascular that the venous temperature port on the oxygenator came apart during set-up. There was no pt involvement as this occurred during set-up.

Manufacturer narrative:
Terumo has received the actual device for eval. The device was inspected and imaged under magnification which confirmed the damage to the temperature port. Although a definite cause cannot be determined, the damage is consistent with extreme shock conditions which most likely occurred during shipping and handling. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available info has been placed on file in quality mgmt for appropriate tracking, trending, and f/u. (B)(4).